Event description:
It was reported to ventec that the lcd touchscreen on the device was unresponsive. There was patient use associated with the reported issue. The reporter advised that there was no harm to the patient as a result of the reported issue.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it having an unresponsive lcd touchscreen could not be duplicated or confirmed. Proper device operation was confirmed through functional and performance testing. The cause of the issue could not be determined.